Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint by the service engineer on the v60 indicating that while performing preventative maintenance (pm), it was observed that the battery is defective, and that the device will only run on mains. It was reported there was no patient involvement at the time the issue was discovered. The service engineer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.